Event description:
It was reported that the device was used during a laparoscopic colectomy. The device's firing mechanism performed with a resistance on the 3rd firing. Surgeon found malformed staples and leakage of the staple line. Surgeon hand sutured endoscopically to complete the case.